Manufacturer narrative:
H6 evaluation method, evaluation results, and evaluation conclusion.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 200 units of insulin. Customer's blood glucose level was over 300 mg/dl. A new cartridge was loaded. Customer continued to used the pump for insulin therapy.